Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device. The failure (error-message "head") could be confirmed. The maquet field service technician changed three components preventively. According to service-protocol functional-test was performed successfully. At this point the manufacturer cannot confirm if one of these components is defective. Therefore the three components have been requested for investigation.

Event description:
(B)(4). It was reported that the error-message "head" appeared when the ultrasonic-cream was replaced by the user. Additional information, received 2016-02-22: it was also reported, that the message occured, when the patient was connected to the device. (B)(4).